Event description:
It was initially reported the pt had lack of efficacy with the vns so it was decided to keep their therapy disabled. Additional information was received from the pt's treating physician that their vns therapy was disabled in 2006 due to swelling around the nerve and possible interference with his pseudobulbar palsy. Good faith attempts are being made for additional details surrounding the nerve swelling. Thus far no further information has been received.